Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary for (B)(4): no anomalies found. Full lead returned and analyzed. Additional finding of blood in/on helix mechanism.

Event description:
It was reported that during the implant attempt the stylet would not make it to the end of the lead after several attempts to change the lead placement. The lead was not implanted and another lead was implanted. No patient complications have been reported as a result of this event.